Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, an external shock was delivered on a patient implanted with the subject pacemaker in order to treat atrial fibrillation. The patient had been previously admitted to the hospital for non-cardiac related reasons. The anterior pole was positioned at the sternum, the posterior pole was positioned perpendicular with respect to the anterior pole. After the shock was delivered, the pacemaker could not be interrogated with an orchestra programmer. A pop-up message was displayed, stating that the pacemaker could not be interrogated with the smartview programmer software version. No pacing spikes were visible on ecgs that were performed after the shock was delivered. An intrinsic ventricular escape rhythm with a rate of 65min-1 was observed. Application of a magnet over the pacemaker did not cause any change in rhythm and did not reveal any visible pacing spikes. Another interrogation was attempted on (B)(6) 2020 with a smarttouch programmer, just prior to the admission of the patient in the operating room for a non-cardiac related surgery. Even though the green leds were lit, the popup message appeared again, interrupting the interrogation. The battery impedance in (B)(6) 2020 was 2.37 kohms, and six months earlier, it was 1.99 kohms. Preliminary analysis results revealed that the subject pacemaker could not be interrogated because of the corruption of implant identification data in the device memory. This behavior is most probably due to the external shock applied on the pacemaker. Recommendations were provided on (B)(6) 2020 to replace the device. It was then reported that the patient died due to septic shock and poly-organ failure (the death was deemed non-cardiac related by the physician) on (B)(6) 2020 and the device was explanted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, an external shock was delivered on a patient implanted with the subject pacemaker in order to treat atrial fibrillation. The patient had been previously admitted to the hospital for non-cardiac related reasons. The anterior pole was positioned at the sternum, the posterior pole was positioned perpendicular with respect to the anterior pole. After the shock was delivered, the pacemaker could not be interrogated with an orchestra programmer. A pop-up message was displayed, stating that the pacemaker could not be interrogated with the smartview programmer software version. No pacing spikes were visible on ecgs that were performed after the shock was delivered. An intrinsic ventricular escape rhythm with a rate of 65min-1 was observed. Application of a magnet over the pacemaker did not cause any change in rhythm and did not reveal any visible pacing spikes. Another interrogation was attempted on (B)(6) 2020 with a smarttouch programmer, just prior to the admission of the patient in the operating room for a non-cardiac related surgery. Even though the green leds were lit, the popup message appeared again, interrupting the interrogation. The battery impedance in july 2020 was 2.37 kohms, and six months earlier, it was 1.99 kohms. Preliminary analysis results revealed that the subject pacemaker could not be interrogated because of the corruption of implant identification data in the device memory. This behavior is most probably due to the external shock applied on the pacemaker. Recommendations were provided on (B)(6) 2020 to replace the device. It was then reported that the patient died due to septic shock and poly-organ failure (the death was deemed non-cardiac related by the physician) on (B)(6) 2020 and the device was explanted.